Event description:
A medtronic representative reported that during a cranial procedure, there were white dots on the patient scan. Also, thresholding the exam had removed the bone along with the dots. The surgeon was able to successfully and accurately register with tracer, avoiding the areas with the white dots. The surgery proceeded as planned to completion. There was no impact to the patient reported.

Manufacturer narrative:
Software investigation completed. Evaluation finds the tracer technique was not optimal since the area of interest was not included in the registration. Software is functioning as designed. Engineering analysis states that for this type of procedure the tracer pattern was inadequate, as the tracer pattern was not broad enough. The patient also appeared heavy set and skin may have shifted between scanning and registration.